Manufacturer narrative:
D4 (UDI): (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert, the personalized knee system all polyethylene uhmwpe and vivacit-e patella: ¿pain¿, ¿swelling¿, ¿bone fracture¿ are known adverse effects of the procedure. However, a definitive root cause cannot be determined as it is unknown what caused the patient to fall. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:42532007502;tibia cemented 5 degree stemmed right size f; lot#:63316069, item#:42500605802;femur cemented posterior stabilized (ps) standard right size 5; lot#:63334517. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right tka approximately 3 years ago. Subsequently, the patient suffered a fall and developed pain and swelling in the knee approximately two years post-op. Patient has water in the knee and the surgeon confirmed via x-rays the patella was fractured. Patient also has experienced cellulitis and lymphedema approximately ten months after the fall.